Manufacturer narrative:
A partial lead was returned for analysis in one segment. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found damage due to clavicular crush. The inner and outer insulation was damaged as well as fractures of the inner and outer coils. Other damages found are consistent with procedural damage.

Event description:
It was reported that the lead was explanted for unknown reasons. It was noted that this lead was used with an competitor device. The patient condition was unknown.